Manufacturer narrative:
Additional information - the attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(4). The power module patient cable was returned for evaluation. During the evaluation, the reported event could not be reproduced. However, compromised conductors were found within the patient cable. Although the patient cable revealed higher than normal resistance, the patient cable was able to support the system with no issues. The root cause of the compromised conductors appeared to be related to wear and tear due to repeated lead flexing during use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received from the intermacs registry stating: vad speed decreasing when changing from his pm to batteries. He has tried changing batteries differently but his speed drop usually occurred when he changed out his black lead from pm to batteries. He feels dizzy with the speed change and the speed usually improves in only seconds. (B)(4).

Manufacturer narrative:
Approximate age of device: 3 years and 6 months (calculated from the date of manufacture.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic, and stated that he experienced reductions in speed when he switched from being connected to the power module to being connected to battery power. This event did not occur when the power sources were switched during the clinic visit. The event history was reviewed and decreases in speed to 7700 rpm were noted (low speed limit was 8200 rpm). The patient was asymptomatic. On (B)(6) 2015, it was reported that the power module patient cable was replaced, and the issue was resolved.